Event description:
The customer reported the event occurred after surgery, during an external check.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing "measures out of range" with a laser system. Timing of the event and patient involvement are unknown. Additional information has been requested but not received to date.

Manufacturer narrative:
The system was examined and the reported event was replicated. The company representative found port 2 to be out of specification and performed an alignment to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 2, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the laser being out of alignment. However, how or when the laser became out of alignment cannot be determined conclusively. (B)(4).